Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient had fallen several times since their revision and had a change in stimulation coverage since the falls. It was noted the patient¿s healthcare professional (hcp) was aware of the patient¿s falls. It was further noted the manufacturing representative was meeting with the patient on the day of this report. The reporter stated the checked impedances and they were within normal limits. It was noted the manufacturing representative was able reprogram the patient and cover bilateral thighs and buttocks, but they were not able to get stimulation into the patient¿s low back. The reporter stated they informed the patient to follow up with their hcp. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not getting much relief from the spinal cord stimulator (scs). There was a loss of stimulation and therapeutic effect. The patient felt in buttock only offered ¿rpg.¿ the patient felt a shocking/jolting sensation when she laid back in the recliner or sitting back. It was not known if the patient was adjusting the intensity or not. The location of the symptom was unknown. The husband stated the doctor told the patient if it was not helping maybe the patient should consider an explant. The husband stated, ¿wife wears device on daily.¿ the husband was advised that the manufacturer representative would meet to check. The husband would talk to the patient and let the manufacturer representative know. Later, it was reported that the patient¿s electrode impedances were normal. The patient was given a high frequency group/program to try to see if the patient benefited. The patient felt it was the best of anything she has had. The event occurred during normal use. The product status was implanted and remains in service. The patient status at the time of this report was alive with no injury. Further follow-up was requested. If additional information is received, a follow-up report will be sent.